Manufacturer narrative:
A sample was not received for evaluation. The affected lot is not known, therefore, the device history record could not be reviewed, the manufacturer performs a 100% final inspection for this product. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure the micro scissors "dismantled" while in the eye. The scissor tip came to rest on the macula of the patient. The scissor tip was safely removed from the eye with no visible damage. There was no harm to the patient. A sample is not available.